Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 62 reperfusion catheter (red62) and a sheath. During the procedure, while advancing the red62 through the sheath, the red62 was fractured. Therefore, the red62 was removed. The procedure was completed using another red62. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 confirmed fracture on the catheter shaft. Evaluation revealed signs of torqueing at the fracture site. If the red62 is rotated unrestrained against resistance, damage such as a fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks on the catheter shaft and damage to the distal end of the catheter. This damage is incidental to the reported complaint and may have occurred during advancement against resistance. Evaluation also revealed ovalization and damage to the distal tip. This damage is incidental to the reported complaint and may have occurred during packaging of device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.